Manufacturer narrative:
Medtronic received the following information from the journal article entitled; technical approach and outcomes of failed infrarenal endovascular aneurysm repairs rescued with fenestrated and branched endografts. Https://doi.org/10.1186/s42155-019-0075-z jesse manunga, larissa I. Stanberry, peter alden, jason alexander, nedaa skeik, elliot stephenson, jessica titus, joseph karam, xiaoyi teng and timothy sullivan cvir endovascular 2019 vol 2 issue 1. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent abdominal aortic stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Heli-fx endoanchors were also implanted on an unknown date for endoleak repair. A re-intervention procedure was carried out for treatment failure using a non-mdt fenestrated stent graft. The indication for re-intervention was either a type ia endoleak, a type ib endoleak or endotension. The patient also may have presented with a rupture that required emergency re-intervention treatment failure of the initial evar were reported to be due to stent graft migration, disease progression, short initial neck or, unable to be determined.